Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown reason. This lead was successfully replaced and has not been returned for analysis. No additional adverse patient effects were reported. Additional information is being requested from the field.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown reason. This lead was successfully replaced and has not been returned for analysis. No additional adverse patient effects were reported. Additional information is being requested from the field. Additional information was provided by the field representative. The patient was identified as a twiddler, which resulted in ra lead dislodgement. The right ventricular (rv) lead exhibited low impedance and a high capture threshold. Out of caution, the clinical team elected to replace the rv lead as well. No additional adverse patient effects were reported.